Event description:
Customer reported a malfunction with their pump screen remaining dark and unresponsive despite attempts to turn it on, leading to a failed boot-up sequence. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, including confirming power source connections, but these attempts were unsuccessful. Consequently, a replacement pump was arranged by technical support, with the customer advised to use backup therapy temporarily and instructed on returning the malfunctioning pump.